Manufacturer narrative:
Based on failure analysis, the probable root cause is attributed to a lower voltage than expected during energy activation, which may be indicative of a faulty electrical component within the generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure was confirmed and reproduced on generator connected to system. The log could not confirm the fault occurred in the field. Visual inspection found that the unit has no significant scratches or dents. The front bezel is in decent condition. C-34 on start-up and c-34/c-92 errors during mono coag unit that was placed onto golden system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-34 occurred on integrated electrosurgical unit (iesu), and coag function of the iesu failed to work. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site had replaced the energy cable and instrument, used both ports of the iesu, and power cycled the iesu, but the issue was not resolved. A backup esu was unavailable; therefore, the surgeon elected to use a backup vision side cart (vsc) to continue with the procedure. There was no reported injury.